Manufacturer narrative:
Date of event: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs-linear leads, upn: (B)(4), model: sc-2218-50, serial: (B)(4), batch: 7081202.

Event description:
It was reported that the patient was experiencing continued mild serous drainage from the inferior pole of the incision in the midline incision. Small amount of blood form the interior staple at the base of the incision in the midline was noted and there was no evidence of hemorrhage or infection. The patient was also experiencing inadequate pain relief due to lead migration. The physician suspected that the hematoma in the midline incision site played a part in dissolving the fixate causing the leads to migrate. The patient underwent a revision procedure wherein the leads were moved to its original placement. The patient was reprogrammed and doing well.